Event description:
Customer reported blood glucose results of 80 mg/dl and 160 mg/dl on the advantage system within 10 mins. Reported no treatment or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.